Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that when powering on the programmer the display looked like a ¿tetrus¿ screen with multiple colors and interference. The caller was advised to power down the programmer, remove the battery and after two minutes re-insert the battery and power on the programmer. The programmer was restored and was operating as designed. There was no patient involvement.